Event description:
A falsely elevated troponin I (tni) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The laboratory repeated the test on the same sample and a lower result was obtained and reported. Patient treatment was not altered or prescribed on the basis the falsely elevated troponin I (tni) result. There was no report of adverse health consequences as a result of the falsely elevated troponin I (tni) result.

Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the falsely elevated troponin I (tni) result was unknown. It was an isolated incident. The instrument data did not indicate an issue with the reagent or instrument performance. Sample integrity could not be assessed. The instrument is performing within specifications. No further evaluation of the device is required.